Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed only the anchor body and sleeve were returned. All pieces were intact, there were no fractures/breaks observed. The returned device is single use. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the drawing found the tensile strength, and material specifications are verified for compliance. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the patient¿s discharge recorded was provided and reviewed. Per e-mail communication, ¿all parts of multifix were removed.¿ the procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of the customer provided images show the original packaging for the device confirming part number 72290001 and lot number 2067063. The image shows the anchor and screw intact the sleeve is not pictured. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5 (describe event or problem) and h6 (health effect - impact code).

Event description:
It was reported that during a supraspinatus tendon repair, when the fixator was being implanted, the 5.5mm multifix anchor broke. All the pieces were successfully removed using grasping forceps. Backup device was available to complete the procedure. There was no significant delay and no patient complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed only the anchor body and sleeve were returned. All pieces were intact, there were no fractures/breaks observed. The returned device is single use. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the drawing found the tensile strength, and material specifications are verified for compliance. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the patient¿s discharge recorded was provided and reviewed. Per e-mail communication, ¿all parts of multifix were removed.¿ the procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of the customer provided images show the original packaging for the device confirming part number 72290001 and lot number 2067063. The image shows the anchor and screw intact the sleeve is not pictured. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H6: codes correction.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an acl procedure, when the fixator was being implanted, the anchor broke. All the pieces were successfully removed using grasping forceps. Backup device was available to complete the procedure. No significant delay and no patient complications were reported.